Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish-brown material inside and internal parts exposed. The finding was identified on 6-jun-2022. During the procedure, after zeroing of the contact force, the force reading displayed hi. This occurred right as ablation was going to be conducted. The cable was changed but the issue persisted. The catheter was changed and the procedure was completed. No patient consequences were reported. Hole in the pebax is MDR-reportable. High force is not MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax of the device. The returned device was connected to the carto 3 system, and errors 105 and 106 were displayed on the screen. Therefore, the catheter was dissected on the tip area, and a loss of electrical continuity of the blue paired wires to the sensor was found. Concluding that is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device: 30712231l number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following warning stated in the carto 3 system manual: the force or magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In addition, the blood inside the pebax could be also related to the reported issue however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).